Manufacturer narrative:
Zimvie complaint number (B)(4). A2: date of birth unknown / not provided. A4: patient weight unknown / not provided. G4: PMA/510(k) number k061410, k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported patient returned with implant in hand. Tooth number 12. Per indicated: surgical/medical intervention required for permanent damage: not indicated. Additional appointment required: yes, debridement and bone graft. Symptoms as a result of the event: abscess.